Manufacturer narrative:
Additional information: it was reported from (B)(6) that a "male patient was at rehab center when the efaults occurred. He had to be hospitalized for the cleaning procedure and elective controller exchange." "Since (B)(6) 2015 11:24 repeated efault alarms, associated with high watts alarms." "Hvad driveline connector cleaning per fs0008, rev02 was performed on ICU, since no or available, surgeons, perfusionist with ecls, scrub nurses in standby." "Cleaning required three pump stops a 60s, since connector was contaminated heavily!" "Stops were tolerated without any problems by the patient. After 3rd round of cleaning procedure exchange of controller." Log file analysis review: review of the log files revealed occurrences of electrical fault alarms and high watts alarms logged between (B)(6) 2015 and (B)(6) 2015. These alarms are most likely due to contamination of the driveline connector by foreign material as seen at analysis. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is twp of two reports (3007042319-2015-00438 and 3007042319-2015-00439) submitted for devices related to the same event.

Event description:
It was reported from italy by medical staff that a patient was at a rehabilitation center when electrical faults occurred. The patient had to be hospitalized for the driveline cleaning procedure and an elective controller exchange. The reported event date is (B)(6) 2015 of repeated electrical fault alarms, associated with high watts alarms from the service report form. From the service report dated (B)(4) 2015: "visual inspection showed no defects on driveline and driveline connector, during inspection a new e fault alerted." "When driveline connector was disconnected from controller, a 2mm x 3mm large greenish-black particle fell out and contamination of connector and controller could be seen. Three rounds of cleaning 60s each were performed." The ventricular assist device (vad) driveline connector cleaning was per company procedure performed in the intensive care unit (ICU), there were no operating rooms available, medical staff and equipment were on standby. Pump stops were tolerated without any problems by the patient. After the third round of the cleaning procedure the controller was exchanged. The patient outcome as reported: "the patient is fine." No additional information is available. This MFR report is two of two related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. Other information details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. The company is seeking this information through the event investigation. Patient was hospitalized for driveline cleaning and controller exchange. This is two of two reports (3007042319-2015-00438 and 439) submitted for devices related to the same patient. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(4) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 109 of 117 . Devices remain implanted.